Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a history anomaly and compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 313 mg/dl. The customer received a compromised force sensor system alarm after she rewound her pump. The customer stated that while she was in the hospital, she was put on insulin drip. The customer was advised to clear the alarm with the escape and act buttons. The customer will be sent a replacement pump.